Event description:
It was reported that a during a rotator cuff repair procedure using an opus knot pusher with a spartan 5.5mm implant, the knot pusher inadvertently cut the suture on the implant. The procedure was reported to be completed successfully, however, no further details were provided. There were no significant delays or pt complications reported as a result of this event.